Manufacturer narrative:
Concomitant medical products: 4250; lead implanted: (B)(6) 1990. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the implantable pulse generator (ipg) exhibited no thresholds/impedances with a competitor lead during a changeout. The ipg remains in use. No patient complications have been reported as a result of this event.